Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: extended opening, observed a dark circle around the patch, flat creases, around 0-25% of the shell is missing and a weight test of the explanted material was verified and it was underweight. Microscopic analysis of the return device identified: wear abrasion, three curved striated openings on anterior side assessed as surgical damage, a curved sharp opening on radius side in the same location of crease assessed as fold flaw opening and broken shell with striated edge on anterior side assessed as surgical damage. Based on the device analysis the final assessment is: curved striated opening assessed as surgical damage. A sharp crease opening assessed as fold flaw opening. Broken shell with striated edge assessed as surgical damage. Missing shell that is assessed as inconclusive the reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported via regulatory agency, left side rupture and capsular contracture, baker grade ii. Device was explanted.